Event description:
Patient presented in-clinic due to muscle stimulation. Upon investigation, the device could not be interrogated via inductive telemetry. One hour after the interrogation attempt, the device lost pacing. As the patient was pacemaker dependent, the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of no pacing output and inability to interrogate were confirmed, while the reported event of therapy delivered to incorrect body area could not be confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.